Manufacturer narrative:
(B)(4).

Event description:
It was reported that a premature sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2019. Data was provided and the allegation was confirmed. The root cause was determined to be progressive sensor decline. No injury or medical intervention was reported.